Event description:
The surgeon provided add'l info stating the symptoms were noted the day following implantation and are still present. The lens remains implant.

Event description:
A surgeon reported that following implantation of an intraocular lens (iol), a pt is complaining of seeing starbursts of light. The association between this event and the iol are not known. Add'l info has been requested.